Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I via manufacturer¿s representative (rep). The rep reported that the patient had stopped using her ins. The rep reported that the patient didn¿t really feel like it was helping her pain. The rep also reported that the pocket site always hurt. The rep reported that the patient decided she wanted it out. The rep reported that the patient was scheduled to have the ins removed (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported the stimulator did not give adequate pain relief and the patient preferred to have it removed. The device was explanted on (B)(6) 2017. No further complications were reported.